Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements along with high capture thresholds. It was noted that intervention was required, however, the nature of which was not provided. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.